Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. The down arrow keypad button was found to be intermittently unresponsive and there was contamination under all button contacts. The battery cap was damaged with stripped threads and would become stuck in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display was dim, fading and discolored. The keypad cover was intact; no damage was observed. During testing, the down arrow keypad button was found to be intermittently unresponsive. The keypad was removed and contamination was found under all button contacts. Evaluation also revealed that the battery cap was damaged with stripped threads and became stuck in the battery compartment. (B)(6).